Event description:
Ous MDR - it was reported that the patient was defibrillated in the ambulance as part of a resuscitation. After the defibrillation, the pacemaker could no longer be interrogated, and no pacemaker stimuli were present. It was reported that the heart and respiration are now stable. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
After its return, the pacemaker underwent a visual inspection. Scratches were noted on the housing of the pacemaker. In a next step, the implant underwent a status interrogation, and it turned out that it could not be interrogated. Subsequently, the implant's capability to provide therapy was tested. No antibradycardic output signal could be measured. The device was therefore opened, and the electronic module was analyzed. In the further course of the analysis, the components of the electronic module were inspected. Damages at the internal protective circuit and also in the area of the pacing functionalities were identified. It was reported that an external defibrillation was performed. Based on the type of damage manifestation, it is very likely that the damage to the electronic module resulted from an electrical overload of the pacemaker, which was caused by the external defibrillation. The pacemaker is protected against the energy that is normally induced by an external defibrillation by its design. However, damage to the device by an external defibrillation cannot be ruled out completely. In summary, damage to the electronic module was detected. Due to the damage manifestation, it can be assumed that the reported external defibrillation was the cause of the damage. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the patient was defibrillated in the ambulance as part of a resuscitation. After the defibrillation, the pacemaker could no longer be interrogated, and no pacemaker stimuli were present. It was reported that the heart and respiration are now stable. The pacemaker was explanted.